Manufacturer narrative:
Additional information was added to h4, h6, and h11: h4: the lot was manufactured between august 6, 2025 ¿ august 7, 2025. H11: the actual device was not available; however, a companion sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, and bubbles were observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 2400 valve sets had air bubbles on port 5. This was observed during setup. The product was moved to port 9 to resolve the issue. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.